Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight and ethnicity and race were not provided for reporting. This report is for (band aid brand kpp fingertips 10s 2015 ap 4901730120012 0037131791apa 0037131791apa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). Upc #: 4901730120012, exp date: june-30-2022, lot #: 1979c, UDI #: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on july 16, 2019. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with band aid brand kpp fingertip. The consumer an insect bite on (B)(6) 2020 and it became a blister. The consumer applied kpp on (B)(6) 2020 and went to the hospital for unknown reason. She got ointment for preventing suppuration. Continue discontinued use of product on (B)(6) 2020.